Event description:
Customer alleged discrepant blood glucose results of 162 mg/dl on the advantage system when compared with a result of 340 mg/dl from a laboratory test when the tests were performed back-to-back within 10 minutes . Customer reported being light-hearted but reported no treatment/action based on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.